Event description:
A talent contralateral limb and an unknown talent bifurcated stent graft were implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm diameter currently measures 78 mm. It was reported that the patient presented urgently to the hospital with back pain. Prior to an angiogram, a type 1, type 2 or type 3 endoleak was suspected. An angiogram confirmed a type ib distal endoleak within the left contralateral limb; an endurant limb was implanted to resolve the endoleak. The cause of the endoleak is unknown. Additionally, the right ipsilateral limb also appeared a bit foreshortened, but since the endoleak in the contralateral limb resolved, the physician was happy with the outcome and did not think an extension in the right limb was required. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4).